Event description:
It was reported that the autoclavable camera head showed a communication error b238 and also was unable to perform white balance. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital (B)(6) university. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.